Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called to report the customer passed away on (B)(6) 2014. The customer had been in the hospital for surgery due to angioma. The cause of death was determined to be a heart attack. Blood glucose readings were unknown. The insulin pump was seen after the surgery was performed but it is uncertain whether the customer had been connected to it. Insulin pump was returned to the family by the funeral home. Requested for the insulin pump to be returned for analysis. The request was declined by the daughter. Customer's daughter stated that she would be willing to return the insulin pump if medtronic paid for it. The customer's family had requested to not be contacted anymore regarding this matter. Nothing further reported.